Event description:
A patient underwent an index cardiac ablation procedure for premature ventricular contraction (pvc) with a qdot micro and the patient had cardiac tamponade requiring pericardial effusion and open chest surgery and prolonged hospitalization. The report indicated that ablation was conducted for a premature ventricular contraction (pvc) originating from the upper anterior left ventricle (lv) wall with qdot micro catheter, and immediately after ablating from the area below the mitral valve on the left atrium (la) side, st depression and hypotension were observed on the ECG. Echocardiography revealed pericardial effusion/cardiac tamponade. The event occurred one hour after catheter use, following ablation below the mitral valve. Pericardial drainage was performed, and the procedure was subsequently concluded. Pericardial effusion remained post procedure, and an open chest surgery is planned. Atrial septal puncture was performed by radiofrequency (rf) needle. The physician assessment of the health hazard was non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product was that it was considered that ablating the site facing the cs catheter may have caused electrode-to electrode interference, resulting in a perforation. Extended hospitalization was noted. Contact force (cf) monitoring methods used were real time graph, dashboard, vector, and visitag. The visitag coloring setting was tag index. No abnormalities were observed prior/during use of the product. No history of medical history/treatment/other diseases currently being treated, etc. Attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On 22-mar-2026, additional information was received providing new patient and event details. It was reported the interference reported was caused by electrodes being positioned on both sides of the myocardium. There were no issues with flow rate change at the start of ablation. No error messages were observed on the bwi equipment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).